Manufacturer narrative:
The sheath was locked against the handle assembly and an audible click was heard. The exoseal and sheath were retracted together until pulsatile flow stopped from the bleed-back indicator. The exoseal with the sheath introducer was continued to be retracted carefully until the graphic pattern in the indicator window changed to black-black. The physician confirmed that the indicator window showed black-black pattern, and pressed the deployment button to deploy the plug. There was no excessive force needed to depress the deployment button. Immediately after the removal of the exoseal and the sheath, the blood blew out from the puncture site. Manual compression was applied to achieve hemostasis for 15minutes. The next day, a cat scan (CT) revealed no-flow from the distal end of left sfa to popliteal artery. It was suspected the plug was placed intravascular, and removal of the plug was attempted two days after CT evaluation. During this procedure, stenosis was observed in the distal end of left sfa and the plug seemed to be caught on that stenosis. A stent (6.0/150mm smart control) was placed there and post-dilatation was conducted with savvy long balloon catheter (4.0/120mm). The blood flow was restored and the procedure finished successfully. The patient is doing well now. As per the physician, during placement of the exoseal plug, the patient moved and the shaft of the exoseal was pushed toward the patient. The physician believes this may have caused intravascular placement of the plug. Concomitant devices: aviator balloon catheter (4.0/40mm), smart control (6.0/150mm), guiding sheath (parent, medikit), brite tip (7f/11cm) sheath. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of an exoseal (7fr) device it was reported that the plug was deployed intravascular in the vessel. A CT revealed no-flow from distal end of left superficial femoral artery (sfa) to the popliteal artery. Intervention was needed to restore blood flow. An interventional procedure was performed using a retrograde approach. At first, approach was made from right femoral artery with a guiding sheath (parent, medikit), but it failed to cross the aorto-iliac bifurcation. Then, an additional puncture was made in the left femoral artery with an unknown 6f sheath introducer and the lesion was pre-dilated with aviator balloon catheter (4.0/40mm). A smart control (6.0/150mm) was placed in the lesion. After the procedure, in order to perform hemostasis using an exoseal (7fr), the physician tried to exchange the parent sheath to a brite tip (7f/11cm) sheath. However, the brite tip sheath could not be inserted into the vessel. The physician gave up on using of the exoseal for the right femoral artery and hemostasis was achieved with manual compression. Following this, hemostasis for the left femoral artery was performed using the 7fr exoseal which was already prepared. The 6f sheath in the left femoral artery was exchanged to an unknown 7fr sheath and the exoseal was advanced through the sheath. There was no difficulty connecting the sheath introducer with the exoseal. The sheath introducer was retracted until the hub engaged with the indicator wire cowling. The sheath was locked against the handle assembly and an audible click was heard. The exoseal and sheath were retracted together until pulsatile flow stopped from the bleed-back indicator. The exoseal with the sheath introducer was continued to be retracted carefully until the graphic pattern in the indicator window changed to black-black. The physician confirmed that the indicator window showed black-black pattern, and pressed the deployment button to deploy the plug. There was no excessive force needed to depress the deployment button. Immediately after the removal of the exoseal and the sheath, the blood blew out from the puncture site. Manual compression was applied to achieve hemostasis for 15 minutes. The next day, a cat scan (CT) revealed no-flow from the distal end of left sfa to popliteal artery. It was suspected the plug was placed intravascular, and removal of the plug was attempted two days after CT evaluation. During this procedure, stenosis was observed in the distal end of left sfa and the plug seemed to be caught on that stenosis. A stent (6.0/150mm smart control) was placed there and post-dilatation was conducted with savvy long balloon catheter (4.0/120mm). The blood flow was restored and the procedure finished successfully. The patient is doing well. The physician had used the device 6 times before this procedure. As per the physician, during placement of the exoseal plug, the patient moved and the shaft of the exoseal was pushed toward the patient. The physician believes this may have caused the intravascular placement of the plug. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Peripheral artery occlusion is listed as serious potential risks associated with femoral artery closure procedures. Based on the information available for review, the physician theorized that the cause of the intravascular deployment was due to the patient moving at the time of deployment resulting in the advancement of the exoseal into the artery. There were not any overt procedural device related factors that can be attributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During use of an exoseal (7fr) device it was reported that the plug was deployed intravascular in the vessel. A CT revealed no-flow from distal end of left superficial femoral artery (sfa) to the popliteal artery. Intervention was needed to restore blood flow. The patient was male but his age was unknown. An interventional procedure was performed using a retrograde approach. At first, approach was made from right femoral artery with a guiding sheath (parent, medikit), but it failed to cross the aorto-iliac bifurcation. Then, an additional puncture was made in the left femoral artery with an unknown 6f sheath introducer and the lesion was pre-dilated with aviator balloon catheter (4.0/40mm). A smart control (6.0/150mm) was placed in the lesion. After the procedure, in order to perform hemostasis using an exoseal (7fr), the physician tried to exchange the parent sheath to a brite tip (7f/11cm) sheath. However, the brite tip sheath could not be inserted into the vessel. The physician gave up on using of the exoseal for the right femoral artery and hemostasis was achieved with manual compression. Following this, hemostasis for the left femoral artery was performed using the 7fr exoseal which was already prepared. The 6f sheath in the left femoral artery was exchanged to an unknown 7fr sheath and the exoseal was advanced through the sheath. There was no difficulty connecting the sheath introducer with the exoseal. The sheath introducer was retracted until the hub engaged with the indicator wire cowling.